Event description:
There was a patient involved in this event. This device was used at boating accident scene never gets past assessment phase according to end user.

Manufacturer narrative:
The device has been successfully installed by the customer on 07/04/2009. However the user may have erased memory log prior to this date. The log would indicate that the device performed to specification until the last log entry on (B)(6) 2014. On (B)(6) 2014 the device was reported as being used in a sca event. The log indicates the user was issued with advisory speech prompts "adult patient, assessing heart rhythm, do not touch the patient". This indicates the electrode pads were attached to the patient before the device was powered on. The heart rhythm was assessed with a "no shock advised" prompt given. The user was then advised "if needed being CPR". The device then advised "stop CPR" and began assessing the heart rhythm again with no shock advised. The heart rhythm was assessed again approx 4 minutes and 48 seconds into the event with the device now detecting a shockable rhythm. The orange shock button was then prematurely pressed. A disarming prompt was then given. The user continued to perform CPR after the "stop CPR" prompt was given. A further shock was advised 14 minutes and 55 seconds into the event. The device issued a "stand clear of patient" prompt before the user manually powered off the device. Investigation indicates that the sam 300p performed as expected during the sca event. Although the user followed the voice prompts as instructed, evidence from the device memory download would strongly suggest that CPR continued after the "stop CPR" instruction was given and caused the device to misinterpret the patients heart rhythm as shockable. It should be noted that the cause of death of the patient was confirmed as a "blunt trauma to the head" by the coroner.